Event description:
Ous MDR - after an implantation time of about 22 months, oversensing was reported. The lead was explanted. No worsening of the pt's state of health was reported. There is no exact date of implant. It was reported as (B) (6) 2007.

Manufacturer narrative:
Ous MDR - during the analysis of the lead, it could be seen that the inner insulation of the lead body was massively damaged about 58 cm distal of the connector pin due to internal fraying. In addition, the insulation between the inner conductor helix and the rope conductor to the shock coil was damaged at this site. These damages can be regarded as the cause for the clinical complaint. The observed damage manifestation requires an excessive mechanical load of the lead over a longer period of time. This is probably due to the position of the lead in the implanted state. Diagnostic images to characterize the positional relationships of the implanted system were not available for analysis. The analysis did not find any mfg error or material defect at the lead.